Event description:
It was reported that during an unknown procedure, device would not cut and kept making noise. The procedure was completed with a like device without any further problem. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: device a was returned in good visual condition. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached on how the damage to the device occurred. Device b was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. Batch # c9ck2t. MFR date 6/2006, expir. Date 7/2011.